Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the physician mode reset did not resolve the communication issues. It was noted that the cause of the issue was not determined and it was stated that the patient would have to get a pocket revision to resolve the belt rubbing issues. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that no revision had been scheduled at the time. The patient's weight at the time of the event was unknown. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(4) 2017 and the ins wouldn't connect with the clinician programmer, patient programmer, or ins recharger (insr). The patient stated that they last charged 2.5 weeks prior, but the insr data showed all six sessions on (B)(6) 2000 with all zeros (no data). The rep planned to perform a physician mode reset. It was also reported that the patient was very thin and wanted to know if there was anything they could do prevent the recharge belt from rubbing against the ins. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that their right arm started hurting the week prior to the call. The patient reported that the pain in their arm was burning and feels ¿like it¿s in a microwave.¿ the patient reported that their ins had stopped working about 3 weeks prior to the call. The patient noted that the ins was located in their right buttocks and they were afraid that the ins was damaged by the patient¿s belt rubbing on it. The patient noted that they kept their stimulation on the lowest setting and that they usually only recharge it once a month. The patient noted that this time, it had only last two weeks and then quit. The patient also reported that their patient programmer (pp) was dead and unresponsive and the screen was blank. The patient changed the batteries in the pp. The patient put the ins recharger (insr) on and it wouldn¿t connect and no boxes showed up. The patient was instructed to contact their healthcare provider (hcp) to have a manufacturer representative check out the device. No further complications are anticipated.